Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the monopolar curved scissor (mcs) tip cover accessory that was used during this reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient upon removal of the mcs instrument from the universal surgical manipulator (usm). The tip cover accessory was retrieved using a unspecified grasper instrument, during the same procedure. A backup mcs tip cover accessory was utilized to complete the procedure. The surgery was completed robotically and a post-operative test like an x-ray or ultrasound was not performed as the tip cover accessory is not radiopaque.